Manufacturer narrative:
Based upon the info received and the visual and functional results. It was concluded that the reported incident was due to staple retainer broken off inside the cartridge which prevented the instrument from achieving a full stroke. The instrument was received with the cartridge loaded on the instrument and the staple retainer broke off inside the knife slot. The staple reatiner was removed and the instrument was fired with the returned cartridge. It fired and formed the reamining staples as designed. It should be noted that when removing the staple retainer, it should be removed in an upward position. If the retainer is twisted or torqued, it may cuase the retainer to break.

Event description:
It was reported during a right hemicolectomy the tlc55 would not fire. Another tlc55 was opened to complete the case. There was no consequence to the patient.